Event description:
The customer reported via phone call that the insulin pump alarmed button error and had physical damage. The customer was unable to clear the alarm and stated that the buttons were frozen. The physical damage was a crack at the reservoir compartment that inhibited the customer to insert a reservoir. The customer's blood glucose was 498 mg/dl. While troubleshooting, the customer did not recall any significant events leading to the alarm. The customer was advised that the insulin pump needed to be and would be replaced. The customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.